Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 485 mg/dl. The customer treated with the insulin pump. The drive support cap appeared normal. Insulin did exit with a manual prime and no leaks or air bubbles were observed. The insulin was good and the insertion site was not sore or irritated. The customer was not able to perform a high pressure test and was advised to call back with tubing clamps available. She was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.